Event description:
Customer reported receiving a motor error alarm and a no delivery alarm. The blood glucose reading was not known at the time of the event. The motor error alarm had occurred while priming the insulin pump. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that she was unable to rewind the insulin pump. The blood glucose reading at the time of the report was 156 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.